Event description:
It was reported to philips that the system could not start up. The device was outside use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) visited the site and confirmed the reported issue. The fse ran the function test, and it showed that the host-pc needed to be rebooted. The fse solved the issue by rebooting the host-pc. After the reboot and functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.